Manufacturer narrative:
Boston scientific received additional information that the s-ICD system was explanted and was replaced with a non-boston scientific transvenous ICD. The explanted products were returned and are undergoing laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to what appeared to be myopotential oversensing. A couple of weeks after that, the patient experienced a syncopal episode and called emergency medical services (ems). The patient received three shocks during this event. The patient was in ventricular tachycardia (vt) and the arrhythmia sped up into the tachy zone and one shock was delivered. Then the patient was in ventricular fibrillation (vf) but undersensing was observed due to noise. Eventually the patient converted back to normal sinus. There was a significant delay to therapy throughout the episode due to oversensing noise and undersensing vf. Both episodes together were approximately six minutes in duration. It was noted the distal tip of the electrode seemed to be in the pectoral area 2-3 cm off the sternum and lower than expected. Technical services discussed repositioning the electrode or trying to reprogram around the noise. No additional adverse patient effects were reported.